Event description:
The customer initially called in wanting to get a parts quote for purchasing parts. It was later clarified there was a main board failure and the unit was automatically "switching". There was no reported patient involvement. One therapy pca was returned for failure analysis. Lab testing of the therapy pca showed inop messages of ¿xxx error ¿ run op check¿, along with the red x flashing with a chirp, indicating the device is not ready for use. An op check was run which showed ¿operational check failed ¿ therapy¿, along with a red x in the rfu indicator. Troubleshooting per the troubleshooting guide was performed, but the cause of the failure could not be determined. One processor pca was returned for failure analysis. The customer originally did not provide a description of a complaint; however, it was later stated there was a main board failure and the unit was automatically ¿switching¿. The reported issue was confirmed during lab testing as the unit would power up with a red x in the rfu indicator, and the unit would switch to service mode, then freeze, then reboots. The som pca was found to be defective, but the root cause was not determined.